Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-42505.

Event description:
It was reported that the customer had a low blood glucose level of 40 mg/dl on (B)(6) 2012. Customer was in a vehicular accident and was the driver. Customer refused treatment because she had a meter and knew how to treat herself. Customer was not admitted to a facility. Customer does not know the cause of the low blood glucose level. Customer was assisted with troubleshooting for a high blood glucose level. Customer changed out her set. Customer stated that the cannula looked straight. No further assistance needed.